Manufacturer narrative:
The impella cp and data logs were returned for analysis. The pump evaluation revealed large biomaterial in the pump housing, as well as impeller damage consisting of a detached impeller blade. As stated in the event description the device was returned and the evaluation of the pump revealed large biomaterial in the pump housing and revealed impeller damage consisting of a detached impeller blade. Biomaterial ingestion is known to cause suction; however, the biomaterial needed to be removed to complete the device evaluation and the pump could not be run with it in place. Although the pump was not run with the biomaterial present during testing, it can be confidently stated that there is a chance this is what caused the suction issues reported in the case. The root cause of the breakage was unable to be definitively determined. The failure mode will be trended and monitored. (B)(4).

Event description:
The complainant reported that a (B)(6) man was supported with an impella cp for 46.49 hours. After approximately 24 hours of patient support suction alarms occurred. Patient support continued for another 22.49 hours. The device was removed from the patient. The patient was alert and oriented. There were no adverse patient effects as a result of the reported suction. The device was returned and the evaluation of the pump revealed large biomaterial in the pump housing and revealed impeller damage consisting of a detached impeller blade. Biomaterial ingestion is known to cause suction; however, the biomaterial needed to be removed to complete the device evaluation and the pump could not be run with it in place. Although the pump was not run with the biomaterial present during testing, it can be confidently stated that there is a chance this is what caused the suction issues reported in the case.